Event description:
The customer is concerned with the imprecision seen when samples are tested on one of the architect c16000 analyzers in their lab (sn: (B)(4)). The following example was provided: initial clin chem magnesium assay result of 3.56 mg/dl that retested at 0.80 mg/dl on another architect system in the lab. The customer then performed precision runs on the suspect analyzer with the sodium, phosphorus, creatinine and urea nitrogen assays and all %cv results were elevated. The customer has stopped using this analyzer and a service call was requested. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient problem code: (B)(4).

Manufacturer narrative:
No returns were available for this evaluation. An abbott field service engineer visited the customer site and replaced the sample syringe o-ring to resolve the issue. Subsequent instrument performance was acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operation manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.